Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported slda in this incident could not be determined. Additionally, the reported recurrent mr was secondary effects of the reported slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, successfully reducing mr to 1. On (B)(6) 2019, a single leaflet device attachment (slda) of the second implanted clip was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Mr increased to 4. One clip was implanted to stabilize the slda, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.